Event description:
It was reported that during device replacement, the lead could not be removed from the header despite backing the setscrews all the way out. The lead was cut and capped and a new system was implanted. Patient was fine.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material present inside the v-tip set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity and resulted in difficulty loosening the set screw.